Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the guide wire was assumed to be deformed or likely unwound during attempts to cross the complicated cto lesion. Due to deformation, the guide wire became stuck with the concomitant microcatheter. As for separation of the wire tip, it was presumed that tensile stress generated with removal against resistance had likely contributed to it. The applied stress would localize and therefore exceed the product design limit when the wire tip was being fused with the concomitant microcatheter. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunctions and adverse effects] ~ damage such as separation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a heavily calcified, mildly tortuous, chronic total occlusion (cto) in the mid left anterior descending artery (lad). The physician failed to cross the cto lesion with an asahi gaia next 2 guide wire. Then he attempted again with the support of an asahi corsair pro xs microcatheter. But the gaia next 2 was stuck in the corsair pro xs. When the physician pulled out the wire, the wire tip was separated. The physician immediately retrieved the fragment from the patient by snare, and the fragment was discarded at the hospital. The procedure was completed by using rotablator. The tip fragment was not retrieved from the patient's vessel. There was no adverse impact on the patient associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). The reported gaia next 2 guide wire and corsair pro xs microcatheter were returned for evaluation. Missing of the tip was confirmed on gaia next 2. The tip was separated at approximately 65mm distal to the mid solder that was originally located at 75mm from the tip. Proximal to the broken end, the guide wire was deformed likely by rubbing stress. Microscopic observation of the core of gaia next 2 revealed that the wire tip was manually cut off, leaving the grinding mark on both inner coils and core. The outermost rope coils of gaia next 2 were also partially scraped and the broken end had cut surfaces. Corsair pro xs microcatheter became tortuous because of usage in anatomy. No damage was found on corsair pro xs. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the investigation outcome, it was presumed that the gaia next 2 guide wire was assumed to be deformed or likely unwound during attempts to cross the complicated cto lesion. Due to deformation, gaia next 2 became stuck with the concomitantly used corsair pro xs microcatheter. As for separation of gaia next 2, it was found the wire tip was intentionally cut probably to release the stuck guide wire from the microcatheter. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunctions and adverse effects] removal difficulty of guide wire.